Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through (B)(6) complaint that patient stated they did not have a good experience with their knee surgery. Additional information on (B)(6): "..I had knee surgery 3 or 4 times souther ind. Rehab where I went that time they said it didn't look like it was healing from the start. It's okay now. .." Update 1/28/2016: patient had her primary surgery in 2010. Her left knee wasn't healing and was found to have an infection. In 2011, patient had her implants removed and a spacer implanted. Once the infection was cleared, surgeon implanted new knee system.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: mrh tibial b/plt keel med 2; cat# 6481-3-112; lot# strpk. Mrh knee fem s lft; cat# 6481-1-110; lot# sf38c. Triathlon symmetric x3 patella; cat# 5550-g-298; lot# a391. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 16094. Mrhk tibial sleeve; cat# 6481-2-140; lot# lbx753. Ti dur reg fluted stem 15x80mm; cat# 6478-6-625; lot# trn191. Ti dur reg fluted stem 14x80mm; cat# 6478-6-620; lot# trn923. Mrh axle; cat# 6481-2-120; lot# ctd539. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# lbl651. Mrhk femoral bushing; cat# 6481-2-110; lot# lbv657. Mrhk femoral bushing; cat# 6481-2-110; lot# lbw240. Simplex p speedset full dose 1 pack ; cat# 6192-1-001; lot# dcr008. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mhr038. An event regarding infection involving a mrh insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as items were not returned. -medical records received and evaluation: a deep arthroplasty infection occurred within a few days post implantation of a mrh knee. After two failed attempts to save the arthroplasty by I&d, a two-stage infection treatment was performed with at first component removal and antibiotic spacer implantation, 3-months later followed by reconstruction. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby the reported devices were revised and temporary spacers implanted. When the infection cleared non-stryker devices were implanted. Medical review indicated a deep arthroplasty infection occurred within a few days post implantation of a mrh knee. The exact cause of the infection could not be determined because insufficient information was provided. Further information such as pathology report detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through strykeractive (B)(6) complaint that patient stated they did not have a good experience with their knee surgery. Additional information on (B)(6): "..I had knee surgery 3 or 4 times (B)(6) where I went that time they said it didn't look like it was healing from the start. It's okay now. .." Update 1/28/2016: patient had her primary surgery in 2010. Her left knee wasn't healing and was found to have an infection. In 2011, patient had her implants removed and a spacer implanted. Once the infection was cleared, surgeon implanted new knee system.